Event description:
As reported by the edwards field clinical specialist in (B)(4), the patient with an existing degenerated edwards perimount valve in the pulmonic position was accepted for sapien pulmonic implant in the edwards perimount valve. Following deployment of the sapien valve, control transthoracic echocardiogram (tte) and angio showed a central leak, but this was interpreted as a leak caused by the angio catheter and wire that still remained in the sapien valve, so the implant session was ended. Three days later, a new tte was performed. This time there was no catheter/wire in the valve, but the central leak was still present and the physicians suspected a frozen leaflet. Due to the poor quality of the tte (obese patient with a weight of approx (B)(6)), it was difficult to determine if all 3 leaflets were moving. Imaging will be forwarded to edwards for 2nd opinion. Additional investigation revealed the following: the patient has improved clinically since the sapien valve was implanted. As of this report, no actions have been taken to treat the central leak. The patient is scheduled to have a transesophageal echocardiogram (tee), and, depending on the result, the physicians will perform a balloon aortic valvuloplasty to see if it will improve the function of the sapien leaflet. If the central leak isn't mitigated, a second sapien valve will be implanted within the first.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Additional investigation revealed the following: per the physician, another echocardiogram was performed and showed that the sapien valve leaflets were moving normally without any regurgitation. Per report, the valve was functioning normally. The planned interventional procedure was cancelled. Cine/fluoroscopic and echo images were submitted to edwards and reviewed by the edwards medical director. Observations/impressions: the deployment pulmonary angiogram suggests severe pulmonary regurgitation. Interestingly, the regurgitant jet appears somewhat delayed. There is the suggestion of leaflet entrapment by the guidewire. Tte from (B)(6), is difficult to evaluate due to poor image quality (secondary to obesity?). The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, valve regurgitation and valve damage or dysfunction are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/pulmonic thv with retroflex 3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, the root cause of the reported cannot be confirmed; however, based on the imaging from the procedure there is a suggestion of leaflet entrapment by the guidewire. Per report, the sapien valve leaflets are now functioning normally with no regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.